Event description:
It was reported that the implanted device had unusual battery depletion. It appeared that the device kept trying to connect to the monitor which led to premature battery depletion. The patient is scheduled for a device replacement. Both the device and the monitor will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d354drg; psc602567s. (B)(4).

Manufacturer narrative:
Analysis could not confirm the reported event. The monitor was unable to power up due to printed circuit board assembly corrosion.